Event description:
It was reported that this pacemaker's battery appeared to be depleting prematurely based on previous battery checks. Boston scientific technical services (ts) provided a safe device replacement window of 90 days. A device replacement was scheduled. The device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. This device is expected to return for analysis.

Event description:
It was reported that this pacemaker's battery appeared to be depleting prematurely based on previous battery checks. Boston scientific technical services (ts) provided a safe device replacement window of 90 days. A device replacement was scheduled. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. This device has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.